Manufacturer narrative:
Reply dr. Sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. Manufacturing data for the subject device: manufacturing date: 05-nov-2010, use before date: 07-may-2012, sterilization lot number: 2489 it should be noted that infection is a well-known complication of cardiac pacing/defibrillation systems, which is well described in the literature. The subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Event description:
Reportedly, on (B)(6) 2022, the physician reported that the entire pacing system had been explanted for an infection found during regular follow-up. Pacemaker and ra lead were explanted and discarded in the facility. The tip of the rv lead was abandoned in the heart, and the rest was discarded in the facility.

Event description:
Reportedly, on (B)(6) 2022, the physician reported the entire pacing system had been explanted for an infection found during regular follow-up. Pacemaker were explanted.